Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
A left heart catheterization was being performed for reasons unrelated to the cardiomems device. A right heart catheterization was added to the procedure to confirm the validity of the pressure sensor readings. The pressures from the cardiomems device matched the pressures from the catheter and the sensor was not recalibrated.